Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient stated that the sensor failed during the warm up period. As the patient was unable to receive any readings on her cgm, a manual blood glucose (bg) was performed by her spouse and the value was elevated (value not provided). Her husband took her to the emergency department where a bg was performed which was over 900 mg/dl. The patient was admitted to the hospital for five days. The patient was treated with insulin and when her bg decreased to normal, she was released. At the time of the report, the patient was doing good. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.